Manufacturer narrative:
Qc was within the established ranges. Service was on site on (B)(4) 2011, and performed a preventive maintenance. The fse performed a verification test and the results were within the specifications. No hardware issue was noted. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results generated by access 2 immunoassay system for five patients. Three of them resulted in the risk stratification range and the other two were above the ami cutoff. The results were not reported out of the laboratory. Subsequent testing at an alternate facility produced results within the normal reference range. There was no report of death, injury, or change to patient treatment associated with this event.